Event description:
Two years after implantation of a baclofen pump, the pt had a 2 month history of intermittent episodes of reduced consciousness in the morning, only responding to painful stimuli, lower extremity flaccidity exhibiting no spontaneous movement and urinary retention requiring catheterization. Increased stiffness was noted throughout the day. Several days later, the pt was found to be lethargic, hypotonic in the lower extremeties with absent reflexes and bladder distension. The pt was receiving baclofen at a rate of 425 mcg/day. The catheter was surgically revised and dose titration stabilized the symptoms. The postoperative course was otherwise uneventful. The cyclical pattern of overdose in the morning and underdose in the evening was felt to be due to the effects of postural changes on a microfracture in the wall of the intrathecal catheter.